Event description:
The customer reported there was a communication failure error message. This error may cause the sys to lockup or not to boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated circuit boards and replaced a fiber optic cable. The sys operates as intended.